Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. Also, there was some noise oversensing. Technical services reviewed the electrograms and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing. Also, there was some noise oversensing. Technical services reviewed the electrograms and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide a correction to tab d. Suspect medical device. The catalog number has been changed to 3010. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing. Also, there was some noise oversensing. Technical services reviewed the electrograms and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide a correction to tab d. Suspect medical device. The catalog number has been changed to 3010.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted a cracked ID tag. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. The cracks in the ID tag do not appear to have caused any issues in the field. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing. Also, there was some noise oversensing. Technical services reviewed the electrograms and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.